Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3387-40, lot# j0546383v, implanted: (B)(6) 2005, product type: lead. Product ID: 3387-40, lot# v000525, implanted: (B)(6) 2005, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
A consumer reported the patient had a loss of therapy and a loss of stimulation. The patient had not checked the implantable neurostimulator (ins) with the patient programmer since they needed to find batteries for the programmer. A change the programmer batteries screen was displayed on the programmer. The ins was down below 25 percent and the patient had been shaking all morning on (B)(6) 2015. The ins had been since charged up to 50 percent. The patient's indication for use is essential tremor and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the patient reported the circumstances that led to the loss of stimulation and shaking was that they let the batteries go too low. The loss of stimulation and the shaking in the morning had resolved.

Manufacturer narrative:
Supplemental MDR submitted to correct that original aware date has not changed from the initial MDR. It was populated in the previous supplemental report.